Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarming is not taking place when abp high alarm limit is violated from the intellivue mp70 patient monitor no adverse event involving patient or user was reported.